Event description:
Dealer found concentrator and bipap units in corner of bedroom, plugged into power strip with no disposable tubing or humidifier bottle to be found. Customer told dealer that he was asleep and noticed a flickering light and when he fully woke up the concentrator was on fire. Fire marshall stated that there was obvious evidence of smoking in the bedroom where concentrator was. No injury or death , only smoke damage.

Manufacturer narrative:
Unit was not returned to the manufacturer but is being held and will be evaluated at sight at a future date.